Event description:
Complainant reports after two to three days of ise blistering appeared around and under the tape border and when the drain-fix was removed the blisters opened.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Add'l pt/event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).